Event description:
Correction: the correct common device name and PMA/510(k) is cochlear¿ osia¿ system and k231204 respectively; not nucleus 24 cochlear implant system and (B)(4) as previously reported. Per the clinic, the patient experienced an infection. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, for unspecific medical reasons. The patient has not been reimplanted with a new device as of this report. Additional information has been requested but has not been made available as of the date of this report.